Event description:
(B)(4). No injury alleged. Malfunction alleged. MDR filed. Per independent repair center, the unit is sticking and will not start. Per independent repair statement unit will not start. Key failure was the capacitor was defective. Additional malfunctions was the valve manifold was sticking.